Event description:
It was reported the workstation was turned on and the green light was illuminated but no power was being supplied to the device. The scheduled procedure, unknown, was postponed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.